Event description:
It was reported that the customer had low blood glucose levels of 20 mg/dl. The customer reported being unconscious and was revived by emergency medical services. The customer was intravenously administered with glucose. The customer was not admitted to a hospital. The customer reported having given herself too much insulin based on a miscalculation. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).